Manufacturer narrative:
This follow-up report is being filed to relay this reported event will be completed under MDR 3002806535-2017-00270.

Manufacturer narrative:
(B)(4). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient dislocated his left meniscal bearing 7 weeks after implantation. Attempts have been made and additional information is unavailable at this time.